Event description:
After only a few minutes of use with the cusa excel console, the control driver card did not work. Info about whether there was pt contact or a surgical delay was not provided. However, there was no injury or death involved with this report. The following risk management review was provided by the investigation site. Upon review of the process fmea (pfmea) the clinical effect of loss in aspiration is a delay in procedure. There is a delay in procedure until an alternate source of vacuum is installed: a clinical eval of this delay in procedure rates the severity to be significant, with a health hazard of temporary, but significant, but reversible injury. As a result of this risk management review it was decided to submit this report to FDA as a medical device report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.